Manufacturer narrative:
The device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. Photographs and a video of the sample were also provided for evaluation. The machine underwent unspecified testing procedures; however, the technician only relayed ¿the machine was in working order¿. The event history log was reviewed and showed the patient was connected; however, no blood was detected in the circuit indicating treatment had never started. The alarm ¿low arterial pressure¿ was triggered 22 times. This was likely due to the patient already being in critical condition (low or no blood pressure). Based on the log files the machine would not have caused or contributed to the reported event. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on additional information received, the ak 98 machine was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the nocturnal dialysis treatment using an ak 98 machine, the home patient became unconscious and without a pulse. Emergency was called, however, after an unspecified amount of time the patient died. The cause of death was not reported. No additional information is available.